Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the recharger will not charge the stimulator. Pt stated on saturday the stimulator battery stayed on the < 25% interval for hours despite having full coupling boxes. Pt mentioned they charge every 3 weeks. No symptoms or patient complications were reported.